Event description:
Per device tracking, this system was removed due to infection, which they were informed about when questioning why they'd gotten two mdrf forms for this pt within 2 months of each other. Rep did not know pt had system removed for infection until he went in to implant new system. Explant and event dates are unavailable. A new lumax and linox were implanted in 2008. Also associated with this report: lumax 340 dr-t, MDR: 1028232-2008-00629. Setrox s 45, MDR: 1028232-2008-00630.